Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned voyager nc revealed a pinhole in the balloon over the distal marker, confirming the reported issue. The scanning electron microscopy (sem) lab analysis indicated a leak along a balloon fold/crease with mechanical damage at the leak edges. The sem report determined that balloon failure was likely attributed to mechanical damage to the outer surface of the balloon. In this case, it is likely that the balloon interacted with other devices and/or the stent implant during advancement, such that the balloon material became damaged (scratched) and ruptured upon inflation attempt. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the information provided and analysis of the returned product, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the lesion was located in the right coronary artery (rca) with no calcification. The voyager balloon ruptured at an unspecified pressure. No adverse patient effects were reported. No additional information was provided.